Event description:
It was reported that this right ventricular (rv) lead has had variable shock impedance over the last year. The most recent check showed a measurement of 125 ohms. There also seems to be a similar trend in drops and rises in both rv impedance and r-wave which correspond to drops and rises in shock impedance too. Technical services (ts) was consulted, noting an analysis of the lead trend data shows a drop in r-wave amplitude and impedance, coinciding with changes in shock impedance. These changes occur predominantly around the time of delivered therapies, with similar fluctuations observed across the lead. To rule out any lead impairment, in-clinic troubleshooting was recommended by the ts consultant. While testing the shock integrity of the system, the svc coil measurement was constantly greater than 200 ohms while rv to can was within range. The patient is elderly (late 80s) and lives on an island and has to fly back home. As conductor damage is suspected by the health care professional (hcp), they are going to take the svc coil out of configuration (tachy therapy deactivated) and program it as a single coil device. It was noted the patient has many comorbidities and does not attend appointments. The patient will continue to be monitored via the latitude remote patient monitoring system. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Investigation summary: with all the information, boston scientific concludes the reported clinical observation of a damaged/defective lead is a known inherent risk associated with the use of this device, as documented in the instructions for use (IFU). Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the lead remains implanted; therefore, product analysis could not be performed. However, the reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this lead remains implanted and therefore has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined the clinical observation is covered by the IFU. Therefore, it can be concluded that expected or well-understood factors most probably contributed to the event. Risk assessment: a risk review was completed and confirmed that the event of damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this right ventricular (rv) lead has had variable shock impedance over the last year. The most recent check showed a measurement of 125 ohms. There also seems to be a similar trend in drops and rises in both rv impedance and r-wave which correspond to drops and rises in shock impedance too. Technical services (ts) was consulted, noting an analysis of the lead trend data shows a drop in r-wave amplitude and impedance, coinciding with changes in shock impedance. These changes occur predominantly around the time of delivered therapies, with similar fluctuations observed across the lead. To rule out any lead impairment, in-clinic troubleshooting was recommended by the ts consultant. While testing the shock integrity of the system, the svc coil measurement was constantly greater than 200 ohms while rv to can was within range. The patient is elderly (late 80s) and lives on an island and has to fly back home. As conductor damage is suspected by the health care professional (hcp), they are going to take the svc coil out of configuration (tachy therapy deactivated) and program it as a single coil device. It was noted the patient has many comorbidities and does not attend appointments. The patient will continue to be monitored via the latitude remote patient monitoring system. No adverse patient effects were reported.